Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. A qualified cartridge was indicated. The handpiece indicated are not qualified for the lens/cartridge combination used. Viscoelastic was not provided. The product investigation could not identify a root cause for the reported issues. The patient recovered with treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, he/ she suspected inflammation. Immediately after surgery, the patient had corneal edema and severe hyperemia. The cells occurred approximately 10 days later. The patient was treated frequently with steroids and antibiotics. The symptoms improved. The iol remains implanted in the patient's eye. Additional information has been requested. Confirmation from the physician has been received that no further details are available.